Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, fold crease, and white particles. A leak test was performed which found an opening on the posterior side, and a crack and delamination of the diaphragm valve. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool on the posterior side, and a crack and delamination of the diaphragm valve. Based on the device analysis, the final assessment is a striated edge opening on the posterior side due to surgical damage, delamination of the diaphragm valve assessed as adhesive failure, and a crack opening on the diaphragm valve due to a cracked valve seat diaphragm valve.